Event description:
It was reported that pump displayed malfunction code malf 9 with no notable events occurred prior to the issue. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted support, was guided through resetting pump, confirmed malfunction did not recur after reset, was advised to continue using pump, and was instructed to call back if malfunction code appeared again, which customer acknowledged and understood.